Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was not working and they received letter in the mail about replacement. The customer's blood glucose level was unknown. The customer states their levels had been as low as 41mg/dl. The customer states the device was working fine, but then it changed itself to spanish and the buttons became unresponsive. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.